Event description:
It was reported that pump experienced malfunction with code malf 0, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support with pump reset instructions, but customer declined further guidance. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.